Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-02342. It was reported the tpt does not have any stimulation therapy on her left side. The pt stated she has not had any stimulation on her left side in approximately one year. Surgical intervention is planned for a later date to address the issue.